Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5148213/5150200, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an allergic reaction from the spinal cord stimulator (scs) and developed an infection. Symptom of severe itchiness all over the patients body was noted. It was also reported that the patient was not getting adequate coverage due to the lead placement. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively and no device malfunction was suspected.